Event description:
It was reported the screen seems to have a couple of dead spots on it or areas that don't respond to the touchpen. This was noticed mostly when trying to rearrange egm (electrogram) strips. Upper left, can't drag egm choices. It was also reported the arrow buttons are slow to work. It is noted on the same lever on the right hand side, there are signs of the same problem. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the programmer screen had dead spots all the way across the upper screen and the arrow on the screen was slow to follow the stylus. Analysis also found the system fan was noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.